Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer paused the ilet after noticing a low glucose and later restarted the pump but was uncertain how to reconnect, expressing concern about not seeing drops from the needle; the device was confirmed as resumed, and customer care advised that a fill-tubing step was not required after a pause and disconnect. Symptoms included a hypoglycemic glucose value of 67 mg/dl without reported clinical manifestations. Outcomes included self-treatment with oral carbohydrates and recovery of blood glucose to 106 mg/dl without emergency care or hospitalization. Investigation included customer interview, review of pump status via the pause/resume menu, and troubleshooting education regarding reconnection and priming requirements. Investigation of this case revealed no device malfunction was identified and the event was consistent with user uncertainty about reconnection steps after a pause rather than a hardware or software failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.